Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported in the new journal of urology that a study was conducted to evaluate the efficacy of greenlight laser (gl) in in refractory rihc patients (rrc) in a single-center series. The greenlight laser was used in the treatment of benign prostatic hypertrophy; it can also be used to perform bladder photocoagulation. The data of 29 patients treated by glbp (bladder photocoagulation) between january 2018 and july 2022 were retrospectively analyzed; regarding postoperative complications, 14 patients had endoscopic bladder declotting just before the laser procedure. One patient presented acute urinary retention and the catheter was removed 10 days later. Three patients required a second glbp treatment. Two patients required a cystectomy at 1 and 11months. One patient presented a urethra-scrotal fistula. Three patients had a recurrence of hematuria without requiring repeated glbp.

Event description:
It was reported in the new journal of urology that a study was conducted to evaluate the efficacy of greenlight laser (gl) in refractory rihc patients (rrc) in a single-center series. The greenlight laser was used in the treatment of benign prostatic hypertrophy; it can also be used to perform bladder photocoagulation. The data of 29 patients treated by glbp (bladder photocoagulation) between january 2018 and july 2022 were retrospectively analyzed; regarding postoperative complications, 14 patients had endoscopic bladder declotting just before the laser procedure. One patient presented acute urinary retention and the catheter was removed 10 days later. Three patients required a second glbp treatment. Two patients required a cystectomy at 1 and 11months. One patient presented a urethra-scrotal fistula. Three patients had a recurrence of hematuria without requiring repeated glbp.